Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems and recurrence. It was reported that on (B)(6) 2012, the patient underwent removal of mesh due to removal of painful mesh. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent partial mesh removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling and pelvisoft were implanted . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior and posterior repair. It was reported that the patient underwent exploration of the right vaginal sidewall and excision of a dense scar involving the right vaginal sidewall on (B)(6) 2013 due to dyspareunia and erosion of remaining mesh and scar tissue. No additional information has been provided.